Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. The provided data suggests that, the amplification observed for the sars-cov-2 target during run #2690, is in fact true amplification. The most likely cause for the discrepancy is that the sample is low titer due to a low viral load. A review of previous runs suggests that it is unlikely that contamination contributed to the positive result during the alleged run as the runs prior to the alleged run generated negative results for the sars-cov-2 target.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results with one patient sample using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas liat system. The initial test result was sars-cov-2 positive, influenza a negative, influenza b negative. The same sample was tested three more times on the same device and generated negative results for all three targets. The positive test results were reported. No harm is alleged. Per FDA guidance for eua, 1 MDR is being submitted.